Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip could not be fed into the jaws properly and the clip ejected when the device was used on the cholecyst. The ejected clip fell into the patient, but it was removed with a forceps via a trocar. Another device was used to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the incident. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. There was an unexpected resistance in releasing the device from the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.